Event description:
It was reported the subject device had a cracked connector. The issue occurred during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
New information: h3 device evaluated by mfg; h6 device problem code a1801. This report is being supplemented to provide additional information based on the approved final investigation. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found a cracked connector, corrosion of the electrical contacts, and adhesion on the free lever based on the results of the investigation, a definitive root cause cannot be identified a device history review was completed, and no issues were identified. This issue is addressed in the instructions for use (IFU): cracked connectors. IFU handling and general precautions caution do not apply impact to the camera head. There is a possibility of damage. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the subject device had a cracked connector. The issue occurred during an unspecified procedure. There were no reports of patient harm.